Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated that a surgical revision was performed and the device was explanted, and the patient's rv lead was surgically abandoned due to high shock impedance measurements. The cause of the high shock impedance measurements was unable to be confirmed; however, it was believed that there may have been calcification along the defibrillation patches of the rv leads. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the cause of the out of range measurement was not conclusively determined. Programming changes were made and the lead impedance measurements obtained were within the normal range. The physician has decided to continue monitoring through the remote monitoring system and routine follow up visits. This system remains in service. No adverse patient effects were reported.